Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer had no further issues with the e100 generator. The fse used a remote system to confirm that a vessel sealer extend was used in subsequent procedures. Issue was not reproduced. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was cutting without initiating the cut function. The customer changed the vse to the synchroseal and it worked for a while. The sealing and cutting function were not working together. Onsite was not connected. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: dvstat was called several times during this case. One of those calls, the malfunction of the vessel sealer was mentioned. The device was discarded right away, and the lot number was not obtained. Per the report of people in the room, the surgeon¿s head was in the surgeon console when the issue occurred. The surgeon was operating the instruments at the time when the issue occurred. The issue was intermittent. The instrument was removed, the sterile adapted was reseated, and the instrument was reinstalled. The instrument was replaced with the sychroseal afterwards and the issue still happened. The surgeon routinely records cases, but the initial reporter is unsure if this case was recorded and if it is available for isi review.